Event description:
The customer reported the ventilator shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported problem. The service technician reported the ventilator passed testing during evaluation. The ventilator's log history was reviewed with the cardiopulmonary director who noted that on the day/time of the reported problem the ventilator's backup battery had depleted 30 minutes after the ventilator had been powered on into normal ventilation mode operation. If the backup battery depletes during use, the ventilator will shut down and an audible power fail alarm will activate. This event is being reported as a user error. Per the esprit operators manual, when the ventilator is powered by the backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.